Event description:
Additional information was received from the patient. They reported that they figured out that they needed to change the program and now everything is good now. No further complications were reported/anticipated at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the reason for the call was that after implant, the patient had been doing fine. Then on friday night, (B)(6) 2021, they suddenly noticed they no longer felt stimulation in their groin on the setting they had been using, 0.9 volts. Prior to this they had felt stimulation like a tightness when they coughed or sneezed, but stopped feeling it. They increased stimulation all the way to 2.5 volts, but only felt stimulation where the ins was located. They were concerned it had come undone. Troubleshooting was unable to be performed. It was attempted to be reviewed that if they were still getting symptom relief, there was no need to adjust stimulation, even if they did not feel it. When asked if they were getting symptom relief, the patient said they did not know because they turned stimulation off. During the call they started to turn stimulation back on. The patient asked about activities. Activity recommendations from labeling were reviewed and they were redirected to their doctor. They noted they had an appointment coming up. The patient was redirected to their healthcare provider to further address the iss ue. Their relevant medical history included during the call, they said, "if you turn it higher it helps go quicker". The patient was trying to reach the specific device group for assistance and a call back request was sent.